Manufacturer narrative:
H6: no product will be returned for eval.

Event description:
The pt stated that her infusion device randomly gives a "clicking" noise. She stated that this occurs for only a couple of seconds randomly. She stated the device was operating fine otherwise. The pt stated that she had an MRI in 11/06 and noticed the noise thereafter. The pt stated that she has had low blood glucose a couple of times over the last week or two, but she declined to give further info. She stated that the low blood glucose was not due to her infusion device. The pt did not report assistance by a healthcare professional or second party to address the issue. The pt stated that she was not willing to return the infusion device for eval.